Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel stent delivery system without the stent in two pieces. The balloon of the rebel was loosely folded without the stent present. There is blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The shaft is separated 108.6cm from the hub. The fractured/separated ends of the shaft were stretched and jagged which indicates the shaft separation was due to tensile forces. The tip is damaged. There are numerous hypotube and shaft kinks. The shaft is stretched/damaged in numerous locations. The inner shaft is buckled/damaged 4mm from the bi-component weld. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via femoral artery. The 99%stenosed, 20mm x 4.0mm, eccentric, de-novo target lesion was located in a severely tortuous and severely calcified coronary artery. The lesion contained a greater than 45 and less than 90 degrees bend. A 20 x 4.00 rebel stent was advanced to treat the lesion. However, before stent deployment, the stent got dislodged form the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via femoral artery. The 99%stenosed, 20 mm x 4.0 mm, eccentric, de-novo target lesion was located in a severely tortuous and severely calcified coronary artery. The lesion contained a >45 and <90 degrees bend. A 20 x 4.00 rebel stent was advanced to treat the lesion. However, before stent deployment, the stent got dislodged form the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.